Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip of the 0-degree endoscope was damaged. The procedure was completed with no reported injury with a backup endoscope. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no endoscope malfunction or patient injury during the last procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). The 0-degree endoscope was analyzed and fa found mechanical damage to the scope¿s distal tip. The complaint regarding the reported complaint was confirmed. Additional observation(s) not reported by the site were also identified. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the connector exhibited discoloration.